Event description:
The customer reported the ventilator only works on battery power. The customer reported that the unit was in use on pt, but there was no pt harm.

Manufacturer narrative:
(B)(4): a f/u report will be submitted once the investigation is complete.